Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited rising/high impedance. Additionally, the right atrial (ra) lead exhibited no captured, undersensing, and decreased p-waves. The rv lead remains in use. The ra lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.